Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted and replaced with another ring, same model, smaller size due to regurgitation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2010, we received the (B)(6) 2010 operative report from the health care provider. We learned the pre-operative diagnoses listed bacterial endocarditis, aortic regurgitation (prosthetic valve dysfunction, prosthetic valve endocarditis), tricuspid regurgitation, double vessel disease, and supraventricular tachycardia - atrial fibrilation. It also lists, as an intraoperative complication, hemorrhage - pulmonary artery. It was learned that the patient had expired post-operatively (on (B)(6) 2010). In a phone call to the surgeon's office on (B)(6) 2010, cause of death was provided as fatal heart failure. On (B)(6) 2010, the patient had a mitroflow 25mm valve implanted in the aortic position. This device remains implanted. Surgeon's office provided the discharge summary which states "most responsible diagnosis" as prosthetic valve endocarditis, pulmonary hypertension and chronic inflammatory demyelinating polyneuropathy. No autopsy was done. No additional information is forthcoming. For the edwards lifesciences device, the pre-operative diagnosis was tricuspid regurgitation. The ring was successfully replaced with the same model, smaller size device. No indication was given and are unable to confirm that there was any device malfunction.

Manufacturer narrative:
Device not returned.this information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/27/2010 and 09/03/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.